Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump and the pump did not run during setup.there was no patient involvements.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The patient pump and the distribution board were replaced. However, upon installing the new patient pump, it was defective and damaged the new distribution board. Thus, the patient pump and distribution board were replaced again and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova become aware that: following device component replacement, functional verification checks were performed and passed positively. The unit was put back in service. A device service history review has been performed and identified that the unit was manufactured in 2012 and no other similar events have been reported. Based on the collected information, taking into account the claimed event and the parts replaced to correct it, it cannot be ruled out that the most likely root cause of the issue is a corroded / (partially) stuck pump motor, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, which did not allow the motor to freely rotate and required a power overload to work, which could have led to an overcurrent that ultimately caused damages to distribution board. The damaged board is then likely to have caused the plegia motor malfunction. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.